Manufacturer narrative:
The investigation of high purge pressure and pump stop has been completed. The pump was returned for investigation. No evidence of physical damage was found on the returned product. No biomaterial was observed on the impeller or inflow cage. The pump passed all electrical testing and was able to run in a bucket of water with saturated pump flow and no purge-related abnormalities. The data log indicates a gradual rise in purge pressure, followed by several motor current spike alarms. According to clinical observations, the purge pressure issue was resolved after the infusion of tissue plasminogen activator (tpa). Additionally, on the third day, reports indicated that the pump stopped functioning, accompanied by several motor current spikes. The pump was explanted after this point. The cause of the high purge pressure issue was most likely biomaterial, based on data on data log review and provided clinical details. The cause of the pump stop issue was most likely biomaterial, based on data log review and returned product investigation. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock following coronary artery bypass graft surgery one day prior was implanted with an impella rp flex for mechanical circulatory support. Two days after start of the support, a high purge pressure alarm was triggered. The purge cassette was changed, and pressure remained greater than 1000 mmhg. The following day, it was noted that tissue plasminogen activator added to the purge system resolved the high purge pressure. However, this day the pump stopped. The team attempted to reduce the performance level to p-2 for turndown echocardiogram before possible explant. However, when the performance level was reduced and the pump stopped. An attempt was made to restart without success. The automated impella controller was turned off, then back on and performance level increased, which was successful. However, motor current spikes occurred below p-5. The decision was made to explant the rp flex device. The patient remained stable throughout the event and survived the explant.